Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving bupivacaine, morphine and other drug, unknown concentration at unknown dose via intrathecal drug delivery pump for failed back syndrome-other. It was reported that catheter event had been confirmed. Patient was not getting any therapy and they had to keep increasing the dose. The rep stated the lack of therapy was what led them to check on the system. Rep reported that the catheter portion near the spinal segment was completely severed. Rep reported they were not able to find the severed portion of the catheter so it was still left in the patient. The rep stated they replaced the catheter and the pump. Rep stated she would be sending the catheter back to manufacturer for analysis. Rep stated the patient did have a fall (event date unknown) and the hcp thought the fall may have been a reason the catheter was severed. Rep stated the patient did not have any other procedures that they were aware of that could have caused the catheter to be severed completely. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable pump ((B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. Analysis of the implantable catheter body ((B)(4)) identified a break in the catheter. The cross section of the catheter was elliptical near the break, which is consistent with it being compressed. Analysis of the implantable catheter body ((B)(4)) identified damaged in the sutureless connector which is consistent with explant damage. Visual inspection identified marking on the retaining fingers in the cup of the connector. Interrogation of the pump during analysis showed that the pump was delivering morphine (3.0 mg/ml at 1.5018 mg/day), bupivacaine (13.0 mg/ml at 6.508 mg/day), and fentanyl (100.0 mcg/ml at 50.06 mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The catheter part that was severed was the 8709sc. The lack of therapy has been resolved. The patient's weight and medical history were unknown. The provided information has been confirmed with the physician.

Manufacturer narrative:
Interrogation of the pump determined it was programmed to deliver prialt [5.0 mcg/ml] and bupivacaine [20.0 mg/ml] at the minimum rate. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheters were returned for analysis. No further complications were reported.